Manufacturer narrative:
The associated device was returned and evaluated. The associated device shows surface marks on the edge of the inside diameter. This could have been caused when trying to insert the liner into the shell. A dimensional inspection was performed on the liner and all critical interlocking dimensions were checked. No features were found to be out of the print specification. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A definitive root cause cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.

Event description:
It was reported that surgery time was extended by 3 hours.